Manufacturer narrative:
UDI: (B)(4). Investigation summary ==> the device was received and evaluated at the service center. The reported complaint that the duo plus works intermittently was confirmed. It was also found that the worn fingers on complete pressure adjusters were causing unit to have pressure issues. The service of the device was however declined and was placed into long-term hold as it was not needed for the equipment exchange pool use. The worn fingers on the pressure adjuster are a result of prolonged usage of the device over time. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> there are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required.

Event description:
It was reported from the sales rep that the fms duo®+pump/shaver unit worked intermittently. During an in-house engineering evaluation, it was determined that the device had worn fingers on the pressure adjusters causing the unit to have pressure issues. There was no procedure involved. No additional information was provided.